Event description:
A caller reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, after which the cgm error did not reappear, and the caller successfully started their sensor session.